Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
The reported condition of air in line alarm was confirmed but not duplicated. Air detected set on channel c was found in the event history. The channel c pump head module was replaced due to a cracked tube load motor collar, which corrected the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The field service engineer reported a colleague infusion pump in which an air in line alarm occurred on channel c. It is thought that this might have been a false air in line alarm. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unemediated.